Event description:
It was reported that a patient underwent an paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. Carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small presented with a damaged valve (not sealed). For this reason, it was not possible to use it safely. The surgery was not delayed due to the reported event. The procedure was successfully completed. There were no patient consequence reported. Additional information was received. The valve was separated from the sheath and blood return was observed. The hemostatic valve (gasket) did not break into two or more separate pieces. The hemostatic valve did become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is not quantifiable. No medical intervention was required to stop the bleeding. No other medical intervention was required. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 00001796 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 31-aug-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product investigation was completed on 07-sep-2022. It was reported that a patient underwent an paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. Carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small presented with a damaged valve (not sealed). For this reason, it was not possible to use it safely. The surgery was not delayed due to the reported event. The procedure was successfully completed. There were no patient consequence reported. Additional information was received. The valve was separated from the sheath and blood return was observed. The hemostatic valve (gasket) did not break into two or more separate pieces. The hemostatic valve did become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is not quantifiable. No medical intervention was required to stop the bleeding. No other medical intervention was required. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following biosense webster, inc. Procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. The dilator was not returned. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).